Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 166 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the supplies were changed and insulin delivery was resumed.